Manufacturer narrative:
Concomitant medical products: dtbb1q1 ICD, implanted (B)(6) 2016.

Event description:
It was reported that after the pocket was closed and the leads were tested, diaphragmatic stimulation was noted on the left ventricular lead. Reprogramming was done to find the best setting for the patient. The lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.